Manufacturer narrative:
The reported event of high impedances/breakage was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-31949. It was reported that patient experienced facial tremors when the head was turned to certain positions. System diagnostics recorded high impedances on all lead contacts except 1 and 9. Follow-up information indicated that the leads were fractured. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.